Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
While replacing the absorbance lamp on the integra 400, the user noted the lamp she removed from the analyzer "had the cement melted and the prongs were broken off." No patients were involved in the issue and there were no problems with sample results. The operator and lab personnel were not injured. The user replaced the absorbance lamp which resolved the issue.